Event description:
It was reported that the patient had a tangled lead extension causing discomfort. The patient underwent a revision wherein the extension was explanted and the ipg was repositioned.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-extension, upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: (B)(4). Additional suspect medical device component involved in the event: product family: scs-extension, upn: (B)(4), model: sc-3138-55, serial: (B)(4), batch: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a tangled lead extension causing discomfort. The patient underwent a revision wherein the extension was explanted and the ipg was repositioned.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and the device was undetectable nor charged. The device was cut open. An internal electrical test revealed asic u2 damage. The complaint report indicates that a plasma blade was used during the lead revision. Exposure to high-voltage transients or high rf (radio frequency) energy can cause this type of damage. The probable cause selected is unintended use error caused or contributed to event.